Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 215cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left implant during a physical exam and confirmed using magnetic resonance imaging. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2025.

Manufacturer narrative:
On october 06, 2025, mentor was notified that the patient had a biopsy of the left breast due questionable findings on mammogram. Findings were negative, but it was suspected the intervention may have damaged the implant. Additionally, during a physical exam she was also diagnosed with the beginnings of waterfall deformities, bilaterally. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. On october 20, 2025, the mentor analysis lab received the suspect medical device for evaluation. On october 22, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection of the device. Visual analysis of the returned device revealed that the breast implant had a tear within an area of siltex cracking on the posterior view, measuring approximately 10.0 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).